Event description:
Patient contacted depuy requesting compensation. He claims he experienced intermittent squeaking and catching. Medical records were received. The revision operative report indicates the patient was revised to address pain and squeaking. The cup and screws were added to the complaint.

Manufacturer narrative:
**Update** 2/23/2012 - medical records were received. The revision operative report indicates the patient was revised to address pain and squeaking. The cup and screws were added to the complaint. (Right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.